Event description:
Three weeks post cypher implantation, the pt returned to the cath lab where repeat angiography demonstrated thrombus in the 2.5 x 18mm cypher stent and distal to it. Being that the pt was intubated oral medication could not be administered. Heparin was administered via IV. Act was controlled to be above 160. Approx one month following the thrombus, the pt was discharged in stable condition.